Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The vns was disabled. No trauma or device manipulation was admitted. The pt denied feeling stimulation. X-rays reviewed by the reporter did not identify any lead discontinuities. Lead revision surgery is planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.